Event description:
The customer reported a failure to discharge during a pt event. A second defibrillator was retrieved for use on the pt however the involved pt died. We do not yet know whether the device behavior impacted the pt outcome. The date of death is not known. We have requested additional info.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.